Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a permanent implant procedure on (B)(6) 2018 and during the trial the ipg was unable to communicate with the external device. While checking the impedances it was determined the ipg was inoperable hence another ipg was implanted.

Event description:
Follow up information identified postoperatively the patient was receiving effective stimulation.